Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the unit and was unable to reproduce the reported issue. The fse then performed a pm, full calibration, and tested the unit. The unit passed all functional and safety tests performed and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, e1(email), e2, e3, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure.